Event description:
The b braun perfussor space pump was not holding charge. A battery charging maintenance program needs to be activated within the pump in order for it to keep a good battery life.======================manufacturer response for perfussor space pump, b/braun (per site reporter).======================the manufacturer suggested that we install a battery fixation kit space # 34521365. It was suggested as well that the pumps be updated with pump service battery maintenance more to once ever thirty days. The suggestions were followed through by the engineers at the facility.